Manufacturer narrative:
(B)(4). Film evaluation: review of the pre-implant sizing drawing revealed that proximal neck diameter was 26mm just below the lowest left renal. The neck was slightly conical and ranged in diameter from 28 ¿ 25 ¿ 30mm along the 25 ¿ 30mm neck length. The max diameter aaa was 6.8cm x 5.9cm and contained thrombus. The right common iliac artery diameter ranged from 13 ¿ 17mm, and the left common iliac artery ranged from 20 ¿ 15mm. Review of CT¿s and 3d film report from 2+ years post-implant (oct 21, 2015) revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned 3 ¿ 5mm below the lowest left renal artery, and the right renal was 10mm superior to the right margin of the stent graft. The sma was 17mm above the top of the stent graft. The bifurcate was placed on the right side and was extended with another limb into the distal right common iliac artery, and the contra limb was placed down into the left common iliac artery. The max diameter aaa measured 7cm and contrast was seen immediately below the bifurcate proximal markers from a likely proximal type I endoleak. The neck diameter at the right renal was 26.5mm, and measured 26mm at the lowest left renal artery. The bifurcate stent graft od measured 26 ¿ 27mm just below the markers, and the aortic neck was 29 ¿ 31mm at that same level. The neck diameter was 31 x 33mm; 10mm below the left renal artery. The aortic neck and proximal section of the bifurcate were angulated 40deg l-r, relative to the iliac limbs, and calcification was observed along the left wall of the proximal neck. Both limbs were patent and no other stent graft issues were seen. The exact cause of the proximal type I endoleak could not be determined from the images provided. Earlier post-implant films were not available for comparison. It appears that a poor proximal seal has led to the proximal type I endoleak, due to the currently short and angulated neck. It is unclear if the stent graft had migrated since images immediately post-implant were not provided. Images during and post-intervention with a 32mm cuff and aptus anchors were also not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. It was reported that the follow-up CT revealed a type ia endoleak. The patient had a secondary intervention, a 32/32/49 endurant cuff was implanted at the left renal artery, achieving approximately 5mm of additional seal; however the endoleak persisted. A total of (9) aptus anchors were implanted circumferentially at the proximal border of the cuff, with a higher density focused on the left posterior quadrant of the stent graft as that was where the endoleak was determined to be located. After implanting of the aptus anchors, the endoleak still persisted, although at a much lower intensity than when it was treated by the cuff alone. The physician stated the cause of the endoleak is undetermined if was disease progression versus distal migration of the stent graft. The patient will be monitored. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. It was reported that the type I endoleak did not resolve and the device was partially explanted. The proximal aspect of the stent graft was left in the patient and the physician sewed to it. The distal end of the graft was removed and discarded. The patient recovered well after the explant.